Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included abdominal cramps, cesarean section, tonsillectomy, cervicitis, endosalpingiosis and stress incontinence. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, urinary incontinence, menses irregular, dysfunctional uterine bleeding, stress urinary incontinence and ovarian cyst nos. Concomitant products included escitalopram oxalate (lexapro) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches"), 17 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal,menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("pain in lower stomach/pain in lower stomach"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Pathology test - on an unknown date: result: diagnosis: amended report. Report amended only to change stage. Uterus with cervix, bilateral ovaries and fallopian tubes, excision: cervix (entirely submitted): invasive endocervical adenocarcinoma (classic/mucinous type), well to moderately differentiated, microscopically measuring 12 mm in greatest horizontal dimension, 4 mm in greatest depth, and invading approximately 57% of cervical wall; negative for angiolymphatic invasion. Extensive endocervical adenocarcinoma in situ and focal high grade squamous intraepithelial lesion (cin-2).. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of events: physical pain/pain/pelvic pain, menorrhagia/abnormal bleeding (vaginal,menorrhagia), pain in lower stomach/pain in lower stomach updated as recovered we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 38-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included abdominal cramps, cesarean section, tonsillectomy, cervicitis, endosalpingiosis and stress incontinence. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, urinary incontinence, menses irregular, dysfunctional uterine bleeding, stress urinary incontinence and ovarian cyst nos. Concomitant products included escitalopram oxalate (lexapro) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 17 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("pain in lower stomach"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown, the vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Pathology test - on an unknown date: result: diagnosis: amended report. Report amended only to change stage. Uterus with cervix, bilateral ovaries and fallopian tubes, excision: cervix (entirely submitted): invasive endocervical adenocarcinoma (classic/mucinous type), well to moderately differentiated, microscopically measuring 12 mm in greatest horizontal dimension, 4 mm in greatest depth, and invading approximately 57% of cervical wall; negative for angiolymphatic invasion. Extensive endocervical adenocarcinoma in situ and focal high grade squamous intraepithelial lesion (cin-2).. Lot number:694961 manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test''. The patient's medical history included abdominal cramps, cesarean section, tonsillectomy, cervicitis, endosalpingiosis and stress incontinence. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, urinary incontinence, menses irregular, dysfunctional uterine bleeding, stress urinary incontinence and ovarian cyst nos. Concomitant products included escitalopram oxalate (lexapro) and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"), 17 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("pain in lower stomach"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown, the vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Pathology test - on an unknown date: result: diagnosis: amended report. Report amended only to change stage. Uterus with cervix, bilateral ovaries and fallopian tubes, excision: cervix (entirely submitted): invasive endocervical adenocarcinoma (classic/mucinous type), well to moderately differentiated, microscopically measuring 12 mm in greatest horizontal dimension, 4 mm in greatest depth, and invading approximately 57% of cervical wall; negative for angiolymphatic invasion. Extensive endocervical adenocarcinoma in situ and focal high grade squamous intraepithelial lesion (cin-2). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs & mr received. Essure lot number and race information added. Essure explant date added. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, pain in lower stomach, device monitoring procedure not performed. Event outcome added for: pain in lower stomach and abnormal bleeding (vaginal). Medical history, concomitant and historical medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.